Manufacturer narrative:
Patient weight could not be confirmed by the customer. Manufacturer's investigation conclusion: the reported event of a connect to power alarm was confirmed. The mpu (serial #: (B)(6)) was returned for analysis and was evaluated and tested. The reported event of a connect to power alarm was able to be verified. The patient cable was replaced with a new one, resolving the reported issue. The unit was run for several days without issue. The batteries were replaced, and a full functional checkout was performed. The unit passed all tests. The replaced patient cable was forwarded to ppe for further analysis. The defective patient cable was connected to a test mpu and the reported alarm was able to be confirmed. The connection issue was intermittent when the cable was flexed. The cable was inspected, but no damage was observed to the cable. An insulation test was performed on the cable, and a break in the grey rsoc, wire was found. No further troubleshooting was performed. The root cause for the reported event was conclusively determined to be due to damage to the grey rsoc wire in the patient cable. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the lvad clinic with a mobile power unit (mpu) from home. The patient stated that when they connect to the mpu it alarmed and read "connect to power". The alarm resolved when the patient connected to battery power. The patient stated that they remained asymptomatic when they had the alarm. The green light always remained lit. No additional information was provided.